Event description:
The customer reported that she was told by her doctor to go to the emergency room for her high blood glucose. The high blood glucose at time of the call was 238 mg/dl. The customer stated that the device alarmed, and she could not treat her glucose level with the insulin pump because the device was not functioning. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose motor support disk.